Event description:
It was reported that following the implantation of an elevate pc anterior, the patient experienced moderate "vaginal erosion, defect healing" and the "mesh partly visible." Surgery was performed on (B)(6) 2013 and the event was reported as resolved same day. No additional patient complications have been reported in relation to this event.

Event description:
Additional information received indicated "transvaginal complete mesh removal" on (B)(6) 2013. No additional patient complications have been reported in relation to this event.